Event description:
Customer was hospitalized with low bgs while on the pump a few months ago. It was stated that the customer was found in a coma when family member came to check on them and had been asleep for 10 to 12 hours. Customer had diabetes neuropathy, was taking pain medication and could not remember any details of the hospitalization. Customer's family member refused to troubleshoot the device. A replacement pump was requested. Customer reverted to manual injections.